Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump may have been responsible for two of his hospitalizations. Customer stated it could have been the ineffectiveness of the pump no delivery insulin pump. Customer's blood glucose level was not captured. No further information reported.